Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the left circumflex coronary artery. The lesion was heavily calcified, had greater than 270 degrees of calcification, and was 99% stenosed. The lesion varied from 3.5 to 1.2mm in diameter. The lesion was treated with three passes on low speed in a distal to proximal direction. The oad fractured on the distal edge of the crown. A guide extension catheter was inserted to remove the fractured driveshaft and the viperwire guide wire. The procedure was completed with balloon angioplasty. The patient condition was good following the procedure.

Manufacturer narrative:
The reported oad and guide wire were received at csi for analysis. The oad driveshaft was fractured at the distal edge of the crown and was engaged in the returned guide wire. No damage was observed on the guide wire. Scanning electron microscopy was performed on the fractured driveshaft and revealed fatigue striations. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. The coronary oas instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis, the reported event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID# (B)(4).